Event description:
The handle is cracked on the impactor.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the handle breakage, broke into two pieces. Previous investigations found (B)(4) that was implemented on (B)(4) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The date code (B)(4) indicates the instrument was manufactured in june of 2004; prior to the change. The instrument is almost 11 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.